Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 359 mg/dl, 593 mg/dl and 210 mg/dl when tests were performed within 10 minutes on the aviva sys. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.